Manufacturer narrative:
The device was received in a bottle of water; water was found in the valve itself. In the bottle, there were also a piece of catheter and an additional one connected to the outlet connector. The polaris valve was found in the setting p2; in addition small white residues were found inside the valve: the ball was covered with the same white material, and the spring was sticked to the rotor due to same white residue. Obstruction testing with air and alcohol were negative. Programming and pressure testing revealed the device is not in conformity. It was not possible to reproduce the default when all residue were deleted from the device. Based on this, it is suspected the white residues surrounding the ball and found underneath the spring might be the root cause of the valve issue.

Event description:
A (B)(6) woman was implanted on (B)(6) 2010 with the polaris valve due to dandy-walker syndrome. No major concerns were noted since the implant date. On (B)(6) 2021, the patient presented with headache due to hypodrainage; she was hospitalized and the physician decided to explant the polaris valve. The implant was eventless.